Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 piece of the silicone jaw came off in the patients leg and wasn't retrieved, the patient is being monitored. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25154919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 10mar2021 and investigated on 12mar2021. There were signs of clinical use on the jaws. Heavily charred tissue was observed on the heater wire. A visual inspection of the device was conducted. The silicone insulation on the cold jaw was approximately a quarter way torn but not detached, exposing the metal from the base of the cold jaw. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled; jaw".

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 piece of the silicone jaw came off in the patients leg and wasn't retrieved, the patient is being monitored. A replacement device was used to complete the procedure. The hospital did not report any patient effects.